Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the temperature of the werewolf coblation wand kept rising and the ablate function did not stop. The procedure was completed using a back-up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. There are no visual defects. Product was out of the original packaging. No packaging returned. A functional evaluation revealed plugging the wand into the controller cause an end-of-life error. Using bypass software, the wand created plasma and coagulation as intended. There was no temperature overheat. The data extracted revealed the wand was activated previously and experienced a "multiple button pressed notification". Wand data attached. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.